Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a slow dripping of blood from the IV tubing needless ¿y-site¿ port could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20115126 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20115126 regarding item #2420-0007. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: we had a malfunctioning bd alaris pump infusion set, (IV tubing, )today. I had hung the patients iron rx after commencing dialysis. I had then moved on to discontinue another patient from her dialysis. Luckily, another rn had been walking by the leaky pump tubing and noticed a slow dripping of blood from the IV tubing needless ¿y-site¿ port (closest to the end of the tubing). Approximately estimated 30-50ml of blood had leaked onto the floor.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: we had a malfunctioning bd alaris pump infusion set, (IV tubing, )today. I had hung the patients iron rx after commencing dialysis. I had then moved on to discontinue another patient from her dialysis. Luckily, another rn had been walking by the leaky pump tubing and noticed a slow dripping of blood from the IV tubing needless ¿y-site¿ port (closest to the end of the tubing). Approximately estimated 30-50ml of blood had leaked onto the floor.